Manufacturer narrative:
Please note the hde number for this device - h230007. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
This event is related to a post-market clinical study "protect" and reported retrospectively. According to reports from the protect study, patient experienced serious adverse event (sae) ¿ aortic expansion. Amds 55-40, lot# c2458714d procedure date: (B)(6) 2021. Sequence number: 9 event onset date ¿ 13sep2021 is the event ongoing? No event end date ¿ (B)(6) 2022 was this event expected? No. Event: vascular ¿ other - aortic expansion in zone 3/4. Describe event: aortic expansion in zone 3/4 requiring tevar indicate relation to amds device: possibly. Indicate relation to amds implant procedure: possibly . Did a pre-existing condition or the acute disease cause or contribute to the event? Yes please specify pre-existing disease: debakey type a dissection. Did the event lead to a serious deterioration in health that resulted in any of the following: death, life-threatening illness or injury, permanent impairment of a body structure or function, in-patient hospitalization or prolonged existing hospitalization, medical or surgical intervention to prevent impairment of a body structure or function? Yes in-patient hospitalization or prolonged existing hospitalization: yes medical or surgical intervention to prevent impairment of a body structure or function: yes is the subject hospitalized due to this ae? Yes was the subject already in the hospital? No if hospitalized, date of admission: (B)(6) 2022. If hospitalized, date of discharge: (B)(6) 2022. Did device malfunction or deteriorate in characteristics or performance? No could this event have led to death or serious deterioration in health had suitable intervention not occurred? Yes did the subject exit the study? No event outcome ¿ resolved was there any treatment for the event? Yes treatment related to event related ae #9 ¿ event vascular ¿ event onset date 22mar2021 identify the type of treatment: surgical ¿ aortic arch stent. Was dialysis done? No is amds removed? No this event is relegated to amds 55-40, lot# c2458714d for aortic expansion in zone 3/4 requiring tevar.